Event description:
The customer stated that false negative axsym cmv igg results were generated for two different patients. The following results are for pt 1 of 2. No impact to patient management was reported. Axsym: 12.4 au/ml, axsym: 114.9 au/ml, axsym: 113 au/ml .

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.